Manufacturer narrative:
The patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) for the reported event of stent migration. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic placement of biliary tract stent performed on (B)(6) 2013. According to the physician, they performed the endoscopic placement of the biliary tract stent and it was completed without any problem. A few days post procedure, the stent was noted to have migrated in the middle of biliary duct. The stent was removed and replaced with an advanix double pigtail stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The stent component was returned for evaluation. A visual evaluation showed that the stent flap near the distal end appeared to have a crease near the base of the flap. Another crease was located at the base of the flap. The skive area had indentations on each side and was kinked. It is possible that the performance of the device was limited due to anatomical or procedural factors such as tortuous anatomy. The returned device suggests that the stent barb was stressed at some point during the procedure which may have caused the device to be improperly positioned thus leading to the event of stent migration. However, functional testing could not be performed during analysis; therefore, the most probable root cause of the event cannot be definitely determine. A review of the device labeling and direction for use (dfu) was performed and no anomalies were noted. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic placement of biliary tract stent performed on (B)(6) 2013. According to the physician, they performed the endoscopic placement of the biliary tract stent and it was completed without any problem. A few days post procedure, the stent was noted to have migrated in the middle of biliary duct. The stent was removed and replaced with an advanix double pigtail stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.